Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Batch record review was performed for this lot #1j02779 that was produced in october 2021, total lot amount (B)(4) pcs. Tube that goes into the patient¿s urethra (described as ¿body of catheter¿) is glued with funnel by connector on two places. Tube is directly glued with connector and connector is directly glued to the funnel. Initially, we thought that tube disconnected from the connector. Later, we have received picture from complainant showing the exact place of disconnection (she marked the exact place of disconnection on the product). From received picture, it was found out that connector disconnected from the funnel. Both connection places on this product are glued according to process instruction pi-001091 work instruction for gluing connector 1, connector 2 and bulk catheter for women gc nextgen catheters on semi-automatic line a441. As written in this process instruction, operators test connection of both connection places according to tm-633 tensile test of funnel and tube connection under 180° pull. Operators test 1 pc of catheter each 15 min. On tensile tester and write down the results in the relevant form. Whole production documentation regarding this lot has been reviewed and there were not found any discrepancies. All tests passed the quality requirements. Minimum cpl value for lot release must be 1,33. Cpl value for lot 1j02779 was 1,65, so this criterium has been fulfilled. Review of the DHR showed that all relevant tests required during the manufacturing process, packaging process and final product release had been fulfilled and met the requirements. No nonconformity has been registered during the manufacturing process of the mentioned lot. The batch record review indicates no discrepancies. We have not received any complaint of this nature since the start of gcafw production, neither opened any non-conformity on this issue. Since the beginning of gcafw production there has been made a great amount of tests and according to production personnel, they have never experienced this issue. During performing tensile test, only tube disconnects from the connector (part 1), never funnel (part 2) from the connector. We have never experienced this issue before in our production. T&I department has been informed about this complaint. No harm was reported with this complaint. Based on above the complaint issue is considered as very isolated. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
It was reported "during her catheterization, the body of the catheter stayed in her urethra. The cup stayed in her hand with the sheath. She had to go to her specialist in order to remove it." Examination was performed "under a-l with ch22 rigid cystoscope and wolf endoscope under visual control. Normal urinary meatus and bladder neck observed. Successful removal." No harm reported.

Manufacturer narrative:
A2: sex: female d2a; common device name: uno female str ch06/18cm catheter. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).